Event description:
It was reported the right ventricular lead demonstrated low pacing impedance. The lead polarity is unipolar and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr701 implantable pacing lead (B)(6) 2006; 4568 implantable pacing lead (B)(6) 1999. (B)(4).